Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: none. It was reported via a spirit trial, that the xience stent was implanted in the 2nd om. Plaque shift was noted in the side branch. A cutting balloon was opened and inserted into the vasculature; however, it was immediately removed and not used to remove the plaque. Balloon angioplasty was performed on the side branch in which the plaque had shifted to. No pt effects were reported. No add'l event or pt info is available.